Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review: lot 0e02237 was manufactured on 05/24/2020 in the scd line with a total of (B)(4) market units. Complaint investigator ID 5173 performed a batch record review on 02/13/2022 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material ID 1257756 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photo related to the reported problem is available for evaluation. Investigation summary: based on the information summarized above, the investigation concluded that the direct cause of the failure was during installation and validation of the offtake roller, the roller was not set effectively to account for other line conditions during the installation and validation, this is turn had the potential for fiber build up and the ability for the excess fiber to drop onto the fabric. This issue has since been rectified and significantly reduced the risk of further issues. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was something like a black stain on the hydrocolloid part. The product was not used on patient. Photographs depicting the issue were received from the complainant.